Event description:
We received a pt complaint of difficulty activating vial-mates. We received the product back in the pharmacy. When activating vial-mate (baxter) with teflaro we noted a core and multiple pieces of core (plastic from the vial stopper) in the IV bag for infusion in all 4 of 4 bags that we were able to activate. We were unable to activate one vial-mate. They were all quite difficult to activate. I tried a water vial with 100 ml bag of ns attached with a vial-mate and found a core in it as well. I contacted baxter. They are looking into it. Meanwhile, I sent add-on filters to all my pts using vial-mates and will change pts to mini bag plus sys, mix prior to shipping and use filters where it's required I use the vial-mate sys.